Event description:
The customer reported that the ventilator was not functioning via backup battery. The ventilator was not in use on a patient therefore there was no patient harm or involvement. During evaluation of the unit, the manufacturer's service technician was able to duplicate the reported problem. Review of the device diagnostic code log history indicated a 24/12 volt power failure occurence during operation, as well as several occurrences of 'backup battery not connected' which indicate the backup battery was not detected during power on self test due to a low capacity for use. The backup battery was connected however it was sufficiently depleted to cause the ventilator to not recognize the depleted backup battery was connected. The service technician replaced the power supply and backup battery to correct the findings. Performance verification testing was completed and tests passed to operating specifications. Per the esprit operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsilenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.